Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after opening the packaging, there were no abnormalities in the appearance. The anesthesiologist found during routine pre intubation testing that the main airbag could not be filled. The operation was completed by replacing the product with a new one". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "since there is no sample returned for investigation, 1 set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25 mbar by using calibrated endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuff. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no photo received root cause of the leak cuff found at customer side could not be further verified. Hence, this complaint is not confirmed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "after opening the packaging, there were no abnormalities in the appearance. The anesthesiologist found during routine pre intubation testing that the main airbag could not be filled. The operation was completed by replacing the product with a new one". No patient involvement.

Event description:
It was reported that "after opening the packaging, there were no abnormalities in the appearance. The anesthesiologist found during routine pre intubation testing that the main airbag could not be filled. The operation was completed by replacing the product with a new one". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.